Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The cause for the reported issue was due to the customer running out of insulin as intended and not changing the cartridge in time. At the time of the report with tandem technical support, the customer had not addressed bg level. The customer continued to use the pump for insulin therapy.